Event description:
It was reported that the colonovideoscope exhibited no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 error (scope communication error). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue and malfunction identified during device evaluation was traced to electronic component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device